Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is filed on september 16, 2016. Registration number 3009092818 exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed infection at abutment site. Clinical management is ongoing. The implanted device remains.